Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: j0235480v, implanted: (B)(6) 2003, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient had the device but it did not work that good. The problem came when they wanted it out. It had grown to the nerves and they could not take it completely out. Now it caused pain in that hip and down the leg. They stated when it goes off it was pain that stops them from walking. Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the ins never worked so they had the device removed in (B)(6) or (B)(6) of 2013. It was stated that a healthcare provider was removing their kidney, because of bladder infections, and the patient told them to remove the implant as well. It was reported that ¿it broke off¿ and was attached to the nerve, and the healthcare provider could not get the rest out. It was stated that the patient periodically gets pain so bad that they holler because of the abandoned portion; it is ¿so bad, shooting through there.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3093-28, lot# j0235480v, implanted: (B)(6) 2003. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the device was explanted on (B)(6) 2013. No cause was provided. The patient stated the device was not working and requested it to be removed at the same time as kidney surgery. During removal, it was noted that the tined lead was intact. No patient complications were reported as a result of this event.